Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm tests. No motor error alarm was noted and the motor passed the motor test. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was changing her site and she received a motor error alarm. Customer's blood glucose was 227 mg/dl at the time of the incident. Customer does not use the sensor feature on the pump. Customer completed the rewind sequence on her own, but she received a motor error alarm a couple minutes later. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer received another motor error alarm while she was on the phone.